Event description:
The customer reported via phone call that he was experiencing priming issues on the insulin pump. The customer's blood glucose was unknown. The customer declined to disconnect because the infusion set was inserted the day prior. The customer further explained that they received a no reservoir notification. The customer was able to go through the priming process. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.